Event description:
Vaginal delivery by dr after "mlty vac/forceps/mlty vac".cephalhematoma none, but some bruising with swelling in right parletal. Edg 7-3-98, apgar 9/10. Uncomplicated pregnancy difficult delivery with cord and occiput post.